Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin did not go through the entire length of tubing and they had high blood glucose and would like to troubleshoot insulin pump. Customer's blood glucose was 532 mg/dl at time of incident. Troubleshooting found that drive support cap, basal settings and time and date programming were normal and functioning fine. Customer declined to perform the high pressure test. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis. However, customer declined to receive any product. Customer was advised to change out the entire set, reservoir and insulin and treat per doctor's instruction.